Manufacturer narrative:
Pump received with the operating currents within specification. Pump passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump passed the dat test at 0.08785 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 619mg/dl. Customer's blood glucose value was 398 mg/dl at the time of the call. The customer treated with manual injection. Customer indicated that the pump does not work and does not feel well enough to troubleshoot. Customer was advised to call back with further information.